Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (unable to download) is being investigated. Upon evaluation, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that the device was unable to download.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigations of similar failures suggests that damage to the electrode belt causes the damage to the monitor u612 inverting charge pump. Device evaluation of monitor sn (B)(4) is underway. The reported problem (unable to download) is being investigated. Upon evaluation, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that the device was unable to download.